Manufacturer narrative:
Weight - unk; ethnicity- unk; race - unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.0/1.0/106 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vault. In a second surgery on (B)(6) 2022 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.